Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found collapsed by their family member. The patient was deceased upon arrival. Log files captured pump stops between (B)(6) 2023 and (B)(6) 2023.

Manufacturer narrative:
D1: brand name. D3: corrected. D4: catalog number, UDI. G1: corrected. Manufacturer's investigation conclusion: the reported pump stop events were confirmed in the evaluation of (B)(6) . The investigation confirmed damage to internal circuitry components of the pump. A specific cause for the damage could not be conclusively determined through this investigation. (B)(6) was returned assembled with the pump cable intact. The modular cable was also returned attached to the pump cable at the inline connector. Approximately 3¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The outflow graft clip was returned properly attached over the sealed outflow graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. Examination of the pump blood-contacting surfaces did not reveal any adhered depositions or thrombus formations. Review of the submitted system controller log files found the system appeared to be operating as intended between (B)(6) 2023, based on the data recorded in the periodic log file. Between 00:18 and 00:58 on (B)(6) 2023, a pump stop occurred and the lvad fault alarm became active. During this time, pump power was elevated as high as 15w. The onset of these events had been overwritten by newer data in the controller event log file and could not be reviewed. Intermittent driveline communication faults began to occur and system power appeared to steadily decrease to approximately 4.2w. At 13:59 on (B)(6) 2023, the system controller was changed from mpu to external battery power. At 14:22 on (B)(6) 2023, the controller was disconnected from power, resulting in a no external power alarm, in addition to the active lvad off and lvad internal fault alarms. The pump driveline was disconnected and reconnected to the system controller at 14:36. Following this event, the loss of lvad communication alarm became persistently active, indicating there was no longer communication between the lvad and the system controller. The controller was reconnected to external batteries at 14:38 and the white cable was connected to a power module at 19:18 on (B)(6) 2023 for log file download. Prior to the loss of lvad communication, lvad temperature was observed as high as 72 degrees celsius. After cleaning, the pump was reassembled and connected to a mock circulatory loop. The pump would not start and no communication could be established between the lvad and the test system controller. The pump was then sterilized and was sent to abbott¿s research and development team in zurich for further investigation of the motor. The investigation revealed that there was an issue with a mosfet driver and the microcontroller of the analyzed pump motor. The pump data logs were retrieved and showed pump stop events and attempts to restart, accompanied by an elevated pump temperature of 72 degrees celsius. Non-destructive analysis of the motor could not establish communication with the microcontroller. The power consumption of the motor electronics was approximately 4.5w instead of 0.9w, indicating a short circuit in the electronics. The microcontroller power supplies measured in the expected range after invasively opening the motor. Using thermal imaging, short circuits were identified in the area of the microcontroller pulse-width modulation (pwm) modules and the mosfet driver of one of the drive phases. X-ray scans were performed to analyze the solder joints to the printed circuit board of these two components. No missing connections or short circuits could be identified. Therefore, it can be concluded that there is an internal damage (short circuit) in the microcontroller and mosfet driver components. The specific cause of the internal short circuit could not be conclusively determined. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, and the hm 3 lvas patient handbook, rev. C are currently available. The IFU outlines all system alarms, including the pump off alarm, and the recommended actions associated with these events in the alarms and troubleshooting section. Section 7 of the IFU, ¿alarms and troubleshooting¿, provides instructions regarding driveline care in a sub-section entitled, "what not to do: driveline and cables". Section 8, ¿equipment storage and care¿, states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 4 of the patient handbook, contains information regarding how to clean and care for the driveline. This section instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that a computed tomography (CT) scan showed no obvious abnormalities causing cardiac arrest.